Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that they were unable to discharge patients. A system reboot would occur. The issue occurred after january 1, 2018. There was no patient incident.